Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with transurethral resection of bladder tumor. It was reported that following insertion the patient experienced pain, infection, urinary problems, fistulae, neuromuscular problems and vaginal scarring. It was reported that the patient underwent cystoscopy with transurethral resection of several small papillary neoplasms and thiotepa instillation on (B)(6) 2009 for history of bladder cancer . (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.